Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary planned procedure. The procedure was completed using another system with less than 20 minutes delay. It was reported to philips that the hemosystem would not start up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found malfunctioning hemosystem pc. To resolve the issue, fse replaced hemo workstation, reloaded hard drives and installed software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.